Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a cuff inflation/deflation issue with the product. The event was identified before use on the patient. There was no patient harm.